Manufacturer narrative:
Submitted: (B)(6) 2015. The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: device evaluation: on investigation, the audio bolus button cover was missing and the audio bolus button was inoperable. The display was noted to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed damaged/inoperable keypad button and a dim/discolored display screen. This report is made based on results of investigation completed on (B)(6)2015.